Event description:
Increased intraocular pressure [intraocular pressure increased]. This report was rec'd from an ophthalmologist of a pt who under went cataract extraction with a lens implant with the use of healon 5. On post-op day one, the pt's iop was 70 and the pt was treated with medications. On post-op day two, the pt's iop was still elevated, and the ophthalmologist had already expressed fluid from the anterior chamber through paracentesis tract x2. The pt was returned to surgery 2 days later, to see if there was any healon 5 left in the anterior chamber and aspirate it. The ophthalmologist was not able to visualize any healon 5. The ophthalmologist tried to wash out the hyphema and the patients iol was still elevated. A vitrectomy was performed by a vitreal-retinal specialist. It was questioned if the pt had aqueous misdirection syndrome.